Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon noticed small curved fiber in the trailing haptic of lens model pcb00 monofocal iol (intraocular lens) during implantation. Lens was placed normally in capsular bag and it was well-centered. Fiber was removed with forceps. The lens remains implanted and there was no patient issues. No additional information provided.

Manufacturer narrative:
Device evaluation: to date the intraocular lens (iol) remains implanted into the patient's eye, however a pouch closed with cloth tape was returned at the manufacturing site. The pouch was marked with a blue circle by the account to locate the reported fiber. However, the particle could not be observed. The whole pouch was observed under the microscope and the reported fiber was not found. The customer's reported complaint could not be verified. A product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.